Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 25-feb-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she is no longer using the trueplus pen needles and has changed to using a different brand.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint that some of the 31g pen needles did not dispense the insulin. The package had not been open or damaged when received by the customer. The customer started using the pen needles last week. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. The customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 17-apr-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.